Event description:
Customer reported cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the customer successfully started a new sensor session without further issues.